Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The other cds referenced is filed under a separate medwatch manufacturer report reference number.

Event description:
This is filed to report the difficult clip deployment. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. The transeptal puncture was performed through a pre-existing atrial septal defect (asd). The first clip delivery system (cds 80126u104) was advanced to the mitral valve. During clip deployment, there was difficulty retracting the actuator knob as there was not enough support due to the location of the transseptal puncture. Troubleshooting was performed and the clip was implanted successfully. The second cds (80126u105) was advanced to the mitral valve, but there was difficulty retracting the actuator knob again. After troubleshooting was performed, the clip was implanted successfully. There was no change to the pre-existing asd, and after the procedure, and asd occluder was placed. Two clips were implanted, reducing the mr to 1+. There was no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. All available information was investigated and the reported difficult to deploy (difficult actuator knob retraction) appears to be related to patient morphology/pathology due to the location of the transseptal puncture. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture, or labeling of the device.